Event description:
The facility reported using mepilex products to prevent pressure injuries; however, a pressure injury was acquired on the patient's face. Repeated, unsuccessful attempts were made to gather additional information. Due to a lack of information at this time, we have assessed this as serious incident and reportable to the us FDA.